Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness during the night. The husband called the emergencies and a fingerstick was taken showed an unknown low blood glucose reading and the patient was treated with 3mg baqsimi nasal glucagon spray, after which the patient regained consciousness. When a fingerstick was taken after the treatment the cgm was reading 200 mg/dl and the blood glucose reading was 45 mg/dl. The patient recovered and was not taken to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.